Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was due to patient condition.

Event description:
The user facility reported an impella cp on a 63 year old female patient with an acute myocardial infarction. It was reported that the patient was decompensating and the decision was made to place the impella. The doctor attempted to place the impella, but was unable to get it across the valve. The implant was aborted and the patient expired shortly after. The patient's death was not attributed to use of the impella device.